Event description:
It was reported that the bd alaris¿ texium¿ smartsite¿ low sorbing extension set leaked between the tubing and filter while priming it. The following information was provided by the initial reporter: "leaking at connection between tubing and filter-during priming".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-apr-2023 h6: investigation summary one 20350e-0006 sample from lot 22089286 was received in opened packaging for investigation; residual medication was observable within the filter. Functional testing was performed by flushing fluid through the infusion set with a retained 50ml bd plastipak syringe; leakage was observed from the inline filter at the air vent. The details of this feedback were forwarded to the manufacturing site and the supplier of the filter component for investigation. Their analysis of the returned filters, confirmed leakage from the air vents of the inline filter; a closer examination identified a small tear in the membrane of the air vent. In this instance a definitive root cause for the observed damaged air vent could not be determined, however the supplier confirmed that the air vent membrane may have been partially misaligned which was not picked up by the automatic assembly machine during the manufacturing process. A review of the production records for lot 22089286 did not identify any in process testing failures or quality deviations which may have resulted in a report of this nature. The supplier of the filter component will continue to monitor their feedback for reports of this nature to confirm that a trend is not developing. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ texium¿ smartsite¿ low sorbing extension set leaked between the tubing and filter while priming it. The following information was provided by the initial reporter: "leaking at connection between tubing and filter-during priming".